Event description:
A caller reported that the battery charge on their insulin pump dropped rapidly, resulting in an unexpected shutdown. This incident led to the customer's blood glucose level being recorded at 450 mg/dl. The customer administered a correction bolus via the pump and did not require third-party assistance. Tandem technical support instructed the customer on how to restart sessions and reload the cartridge after a shutdown. They confirmed the pump logs showed battery issues, and a replacement pump was sent to the customer. The customer was guided on returning the faulty pump and provided with instructions for using the replacement pump.